Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that they were not getting telemetry signals at several of the central stations. There was no patient harm reported.